Event description:
It was reported to philips that the therapy knob has a hole in it. A philips fse further clarified that the knob was damaged in such a way that a piece broke off and prevented the knob from turning. There was no patient involvement.